Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd ultra-fine¿ insulin syringe had a deformed stopper. The following was translated from japanese to english. This is a complaint about gasket/piston plunger stopper damage. It was reported that when the customer took the product out of the bag, discovered that the gasket/plunger stopper inside the syringe barrel was damaged.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd ultra-fine¿ insulin syringe had a deformed stopper. The following was translated from japanese to english. This is a complaint about gasket/piston plunger stopper damage. It was reported that when the customer took the product out of the bag, discovered that the gasket/plunger stopper inside the syringe barrel was damaged.